Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the reports were extremely slow and gets timed-out. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter first name, initial reporter last name & other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports were extremely slow and occasionally timed out. The technical support specialist (tss) ran a query on timeout reports and found several were caused by rendering timeouts. The knowledge article "medstation es - large reports are timing out due to long report processing and rendering" was followed and applied on the application server. Then, the tss applied increasing the timeout to generate report to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the reports were extremely slow and gets timed-out. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.